Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2008. The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, and the pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that upon device interrogation during a clinic visit, noise, oversensing, and a lead warning for low impedance were noted. As the patient was not currently paced in the ventricle, remote monitoring frequency was to be increased, and the lead remains in use. No patient complications have been reported as a result of this event.